Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 309 mg/dl. It was indicated that manual injections were administered to address bg levels. In addition, it was confirmed that the customer had a backup pump available as alternate insulin therapy.